Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl and at the time of incident and treated with injection. Customer did not feel okay to trouble shoot. Customer was not using auto mode feature on insulin pump and declined trouble shooting for hyperglycemia. It was also reported that the retainer ring was missing. The insulin pump will not be returned for analysis.